Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had a replacement/ revision. It was reported that the patient ins is going to be replaced. Patient did not know what date. Patient reported the ins stopped working about a year ago from this report. Patient stated that she did let her battery deplete 2018 (patient stated 4-5 months ago from this report). No further patient symptoms or complications were reported in this event.